Manufacturer narrative:
Trackwise ID (B)(6). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, upon opening the vasoview hemopro vh-3500, the tech noticed the device was damaged in packaging. Cautery tip had the wires exposed and wrapped around themselves. They opened a new vh-3500 kit to complete the case. No patient contact.

Manufacturer narrative:
Trackwise#: (B)(4). Updated sections: b4, g4, g7, h2, h3, h6, h10 . The device was returned to the factory for evaluation on 11/14/2022. An investigation was conducted on 11/16/2022. A visual inspection was conducted. The harvesting device was returned partially inside the cannula. The heater wire was observed to be bent and flexed away from the hot jaw with detachment at the tip of the hot jaw. Although it was reported that there was no patient involvement, signs of clinical use and evidence of slight blood was observed on the heater wire. There were no visual defects observed on the gray silicone insulation on both the cold and hot jaws. A mechanical evaluation was conducted. The harvesting device was removed from the cannula with no physical or visual difficulties observed. Based on the returned condition of the device as well as the evaluation results, the reported failure "material twisted/ bent wire" was confirmed. The DHR, shop floor paperwork was reviewed. The vendor certifies that this device lot conforms to all applicable product specifications. The lot # 30000254170 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
N/a.